Event description:
Biomed reported that a 50ml infusion of potassium was administered to a pt in 40 minutes instead of 2 hours. He stated that the programming of the infusion was done under basic infusion since the nurse kept getting an unspecified guardrails alarm when trying to program the infusion. He reported that the nurse stated that she programmed the pump to infuse at 25ml per hour for 2 hours. The biomed has requested a review of the logs to determine what was programmed and what guardrails alerts were showing. There was no pt harm and no medical intervention was required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer has provided event logs and the hospital data set. A follow up report will be submitted once the eval has been completed.